Event description:
It was reported "rupture of the PICC at the 1 cm mark". No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer report of ruptured catheter was confirmed through investigation of the returned sample. A hole was observed in the catheter body adjacent to the juncture hub. The appearance of the hole was consistent with over pressurization of the catheter. A device history record review was performed with no evidence to suggest a manufacturing related cause. Despite this, the catheter met all relevant dimensional requirements. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "rupture of the PICC at the 1 cm mark". No patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".